Event description:
It was reported that during surgery, pieces of the genesis ii femoral impactor were chipping (nothing fell into the patient). There was a s+n backup device used to continue the procedure without delay. There was no harm to the patient.

Manufacturer narrative:
Results of investigation: the device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. The device was manufactured in 2009.a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Aa complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles.probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.the device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Internal reference number: case-2020-00005454-1